Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. During repair, it was determined that the reported condition was not confirmed. It was determined that the leaking of fluid was not observed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed for the saw head ratchet check; saw head ratchet spin/rotated 360° (degrees). It was determined that there was an unknown liquid on the sub-assembly components (internal), excessive debris on the gear for the oscillator was complete, the angle stick and plug sa 400 were corroded and the oscillator head base was cracked. It was further determined that the center pins were broken. It was determined that the issue related to the unknown liquid, debris, and corrosion were associated with improper cleaning / maintenance. It was further determined that the issue related to the crack on the oscillating head and saw head were associated with design issue, which has been escalated to CAPA. The assignable root causes were determined to be traced to device design and maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the battery oscillator device was leaking fluid during operation. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.